Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to physician attempted cannulating the lateral branch of the coronary sinus multiple times with the lead and a mailman wire. After numerous attempts were made, the lead was removed to insert an inner catheter into the delivery system. The lead was flushed, and some resistance was noted when the mailman was back loaded into the lead. Physician noted the mailman wire would not advance out of the distal end of the lead. The lead was still on the back table and the physician thought that the lead may be occluded and ask a new lead to be opened. In addition, the lead worked well until it started not letting the wire advance. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: device codes. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. Based on the finding of fm in the terminal pin opening, the allegation was confirmed. Analysis found the fm to be some type of polyethylene glycol polymer. Polyethylene glycol polymer is not a material used in the production of this lead. As the lead was performing well through several attempts during implant, then started to have issues with the guidewire insertion after a flushing procedure, the fm was likely introduced into the lead, in the field, sometime during the implant procedure. Moreover, the observed damage is not deemed to indicate a product defect or malfunction.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to physician attempted cannulating the lateral branch of the coronary sinus multiple times with the lead and a mailman wire. After numerous attempts were made, the lead was removed to insert an inner catheter into the delivery system. The lead was flushed, and some resistance was noted when the mailman was back loaded into the lead. Physician noted the mailman wire would not advance out of the distal end of the lead. The lead was still on the back table and the physician thought that the lead may be occluded and ask a new lead to be opened. In addition, the lead worked well until it started not letting the wire advance. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted due to physician attempted cannulating the lateral branch of the coronary sinus multiple times with the lead and a mailman wire. After numerous attempts were made, the lead was removed to insert an inner catheter into the delivery system. The lead was flushed, and some resistance was noted when the mailman was back loaded into the lead. Physician noted the mailman wire would not advance out of the distal end of the lead. The lead was still on the back table and the physician thought that the lead may be occluded and ask a new lead to be opened. In addition, the lead worked well until it started not letting the wire advance. The lead was never in service. No adverse patient effects were reported.